Manufacturer narrative:
A product investigation was completed: per the technique guide, the helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. Upon examination of the provided photographs the previously reported service and repair evaluation was able to be confirmed. As the locating pin of the alignment indicator was broken and missing and the alignment indicator¿s locking nut screw was not returned. Finally the guide shaft¿s indentation which locates the alignment indicator's locating pin was found to be deformed. Relevant drawings for the returned instrument was examined (both current revision and from the time of manufacture): top-level and alignment indicator. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis impaction to the alignment indicator. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The service evaluation results are as follows. The customer reported the a piece of the three prong end broke off. The repair technician reported the guide pin on the alignment nut broke off, the locking screw nut on the alignment nut broke off, and the slot for the guide pin was damaged and a new nut would not fit on the device. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The manufacturer investigation results are as follows. The device was returned to service and repair where the complaint condition as able to be confirmed: ¿the guide pin on the alignment nut broke off, the locking screw nut on the alignment nut broke off, the slot for the guide pin was damaged and a new nut would not fit on the device.¿ the device was determined to be unrepairable and photographs of the damage were forwarded to customer quality. Upon examination of the photographs by customer quality, the complaint condition was able to be confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, service evaluation, service history review, device history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when the device broke. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was complete for part# 357.372 lot# 4899959. Release to warehouse date: december 06, 2004, manufacture location: synthes (B)(4). Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No service history review can be performed as part number 357.372 with lot number 4899959 is a lot/batch controlled item. The manufacture date of this item is dec 06, 2004. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of a 3-prong end piece of a helical blade inserter is broken off. This was noticed during sterile processing. No procedure or patient involvement reported. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).